Event description:
When unwrapping a 10 ml syringe from its protective overwrapper, it was noted to contain a small but visible amount of viscous liquid. Twenty four hours later, liquid still hasn't evaporated and appears to be a lubricant of some type. Syringe wasn't used but has been stored for future reference if required.